Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The bleeding at the insertion site continued for about two hours after the sensor was inserted. The patient applied pressure but had to go to the emergency room. He stated that they applied an unknown substance to stop the bleeding, but it was unsuccessful, so they cauterized the site and the bleeding stopped. No additional patient or event information is available.